Event description:
Same case as MFR report #6000089-2007-01657. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous distal right coronary artery (rca). Another manufacturer's guide wire was advanced to the posterior descending artery and an unspecified guide catheter was placed. A taxus express 24mm x 2.5mm drug-eluting stent delivery system was advanced to the lesion and the stent was deployed, however, the blood flow to the rca av branch was obstructed by the distal side of the stent strut. Another manufacturer's balloon catheter was advanced for post-dilatation of the stent. In an attempt to dilate the stent strut, another manufacturer's guide wire was placed and the maverick2 15mm x 1.5mm balloon catheter was advanced. Upon inflating the balloon to 8atms, the balloon ruptured on the first inflation. The procedure was completed using the device. No patient injuries or complications were reported. The patient's status is reported as "good". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.